Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely, after 3 days of wear. The customer was unable to monitor glucose with sensor, and subsequently experienced hypoglycemia with sweating and loss of consciousness. The customer was treated with baqsimi glucose nasal spray by parents, and once she re-gained consciousness, self-treated with juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not return for investigation so unable to perform the further investigation. Issue closed to no product returned. If the adhesive return an extended investigation will perform and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely, after 3 days of wear. The customer was unable to monitor glucose with sensor, and subsequently experienced hypoglycemia with sweating and loss of consciousness. The customer was treated with baqsimi glucose nasal spray by parents, and once she re-gained consciousness, self-treated with juice. There was no report of death or permanent injury associated with this event.